Manufacturer narrative:
Imdrf device code a051201 captures the reportable investigation results of cutting wire anchor dislodged or dislocated. The returned truetome with its respective jagwire were analyzed. A visual evaluation noted that the distal tip of the truetome device was twisted, and the wire/anchor was partially dislodged or dislocated from the distal pierce hole. Also, the distal portion of the jagwire was bent/kinked. The device was observed under magnification, and the distal pierce hole was torn. Additionally, the jagwire had friction marks at the distal tip. No other problems with the device were noted. The product analysis revealed that the wire/anchor was partially dislodged or dislocated from the distal pierce hole and the distal pierce hole was torn. These conditions could have been caused when the cutting wire was submitted to tension during handle actuation, or the device was energized during handle actuation. Also, bowing the device without being completely out of the scope can lead to tears and can displace the cutting wire/anchor. It was also found the working length was twisted, which could have been generated after multiple attempts to rotate the device or during the introduction of the device into the scope. The distal tip of the returned preloaded jagwire was bent/kinked and had friction marks at the distal tip. It is most likely that, as part of the device manipulation during the procedure, an excess of force was applied and damaged the distal tip. This may have occurred during the guidewire insertion/removal through the truetome device or during interaction with the scope. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the common bile duct (cbd) during a choledocholithotomy procedure performed on (B)(6) 2022. During the procedure, it was noticed that the connection between the cutting wire and plastic tip was deformed, wherein the plastic catheter tip was split. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the wire/anchor got partially dislodged or dislocated from its distal pierce hole. Please refer to for full investigation details.